Manufacturer narrative:
Device evaluation: the returned pump was subjected to visual inspection as well as functional and electronics testing. The evaluation determined that the electronics module was not operating normally and identified memory corruption. Based on the investigation, the reported event was confirmed. Additional data: d6b corrected g8 per request of FDA, dated (B)(4) 2020. Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an MRI scan on (B)(6) 2016. The patient reported that they experienced a fall on the day of a refill appointment on (B)(6) 2016, during which pump error codes were displayed on the programmer. The patient complained of decreased pain therapy. Troubleshooting was not successful in clearing the error codes.